Event description:
It was reported the patient is not getting coverage in her pain pattern. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs lead was repositioned on (B)(6) 2015.

Event description:
Additional information received identified an sjm representative was unable to obtain effective stimulation with additional reprogramming. The patient is taking a stimulation holiday per the physician's council.

Event description:
Additional information received identified the patient still had some pressure at the lead site during the post-operative programming appointment and as a result wasn't sure if the stimulation was effective. The patient is to try the programs and be reassessed at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.